Manufacturer narrative:
Product ID 3093-33, lot# v093742, implanted: 2008 (B)(6); product type lead product ID 3095-10, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 3093-33, lot# v093742, implanted: 2008 (B)(6); product type lead. (B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).

Event description:
Additional information received noted that the cause of the event was wires broke on attempt to remove. Hospitalization was not required.

Event description:
It was reported that compatibility guidelines were requested for the following: MRI. The area to be scanned was the c-spine. The l-spine. The patient noted never having therapeutic effect. The patient had been wheelchair bound for 35 years and as a result believes she just doesn't have enough time to make it to the restroom as it takes too long with the wheelchair. The patient was also using bladder control medication. About one month ago the patient's legs started jumping up and down and she was sent to emergency room and doctor there diagnosed with possible blocked aorta in groin and recommended MRI. Since device wasn't helping with her symptoms the patient had surgery about one month ago to remove interstim device. Doctor told her that all of the 4 wires broke and he was not able to remove them. The patient has the x-ray which shows the components still in her body. It was later reported that the patient's device was removed 'a couple weeks' ago because, it 'wasn't working'. In clarifying, it was noted that the patient wasn't getting therapeutic effect and wanted it taken out. Compatibility guidelines were requested for the following: MRI. The area to be scanned was pelvis/lumbar sacral spine. Per this reporter, the leads are still implanted. If additional information is received, a follow up report will be sent.